Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had failed device test. The customer's blood glucose level was 120 mg/dl. The customer reported that he tried rewinding the insulin pump and also tried to fill tubing and there were no drops at the end of the tubing. The customer changed the set but was unable to clear the alarm. The customer was assisted in performing displacement test; however the reservoir was disconnected. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).